Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Investigation summary- this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo show a jaw of a device. The second photo shows a sheet with product information. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number c9d84y, and no non-conformances were identified as part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 04/04/25. D4: batch #unk. H4: the device manufacture date is currently not available. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #, with lot/batch #c9d84y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, it was observed that the device was blocked upon triggering and did not fully stapled the tissue. It was necessary to reverse the stapler. There was no patient consequence nor surgical delay reported. No additional information provided.